Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose increased to around 500 mg/dl. The customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU). Reportedly, the customer had previously had a toe removed which resulted in an infection that customer believes may have contributed to the abscess in addition to elevated blood glucose episode. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg, as well as, pain medication for the abscess. Customer was discharged from the ICU "around (B)(6) 2025" with the issue resolved. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer continued to use the pump for insulin therapy.